Manufacturer narrative:
Intuitive surgical, inc. Has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. The instrument was broken at the distal end. No fragments were missing. The root cause of this failure mode is typically attributed to mishandling.

Event description:
It was reported that during central processing, it was identified that the tip of the large hem-o-lok clip applier was broken from the shaft. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information but no further information was available.